Event description:
It was reported that right ventricular oversensing due to post paced t wave oversensing as well as auto mode switching (ams) due to far field signals on the atrial channel was observed. Programming changes were scheduled. There were no reported patient consequences.

Event description:
New information notes a re-occurrence of post paced t wave oversensing, additional programming changes were to be completed at the patient's next follow up in clinic. The patient was asymptomatic.

Event description:
New information received notes the patient was seen in clinic and suggested programming changes were made. The patient was stable before, during and after the programming changes were made.